Event description:
Prior to patient arriving in or suite, first counts were completed. It was during the first count. The 1/2" x 1/2" cottoniods had 11 sponges instead of the standard packaging of 10 sponges. The cottoniods were removed from the sterile field upon first count. The package: ref# 200100, lot#20g1806. The packaging and 1/2" x 1/2" cottoniods were placed in a baggie. This incorrect packing count could've resulted in an rfo.